Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was there any patient consequence as a result of the surgeon having to resected a part of the caecum? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current patient status? The patient was released from hospital. No further information available. Please confirm how many ats45 devices and how many 6r45b reloads had the same issue as the information in the local language field is unclear. If additional ats45 devices and 6r45b reloads are being returned, please explain why. A three (3) ats45 and 3 6r45b had the same issue. The surgeon switched at least to a ats45 and a 6r45b with another lot and could finish the resection.

Event description:
It was reported that there was an incomplete staple line, misformed staples, took new instrument, same problem, third instrument from another charge worked normal, surgeon have to resected a part of the caecum.